Event description:
On 04/23/09, the following was reported to (B)(4): initial surgery date was (B)(6)2006. (B)(4) tot placed with c-hook via outside-in method. No intraoperative complications. Seen for postop check on approx 4 weeks later and incisions healed with no erosion noted. Within the next 12 - 18 months began to complain of vaginal discharge and abnormal vaginal bleeding. She had a mirena iud placed by her primary md which was removed approx after 1 year. Granulation tissue was noted by her gyn doctor and tape erosion suspected. Seen in urogyn in early (B)(6)2009 and tape erosion confirmed. Returned to or (B)(6)2009 and the tape was easily removed, as there had been essentially no native tissue incorporation. Patient seen back for f/u with complete healing of the incisions which had been left open at surgery. No postop pain and surprisingly still continent.